Manufacturer narrative:
(B)(4). The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.

Event description:
The customer observed black mold in clinical chemistry alkaline phosphatase reagent lot 62474un10 and requested replacement of the reagent. The customer discarded the affected reagent and was sent replacement reagents. There was no impact to patient management.